Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
A hospital system email was received on behalf of a customer facility regarding a bivona customized flextend tracheostomy tube with unknown list number and unknown lot number. It was reported that the tracheostomy tube changed at 7:15 by respiratory therapist for broken flange. Registered nurse called respiratory therapist to bedside. Patient coughed during suctioning and registered nurse noted his flange had broken. Affected trach tube replaced with new one. Patient ethnicity unknown and patient's race is unknown. There was patient involvement with no harm.